Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The images submitted appeared to show damage to the hemostasis cap, which was detached from the sheath, and a bls on/in the device. The device history record (DHR) was reviewed to ensure that each manufacturing and inspection operation was performed. The DHR review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Towards the end of the tavi procedure, while the delivery system was being removed from the patient, through a 19f ultimum sheath, the introducer¿s valve that prevents back flow of blood broke. There was bleeding from the femoral artery. The problem was identified and the bleeding was stopped by applying manual pressure and inserting a new sheath. A hematoma developed in the access site, which resolved with 20 minutes of manual pressure post procedure.